Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. During hospitalization, the patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) and cefepime intraperitoneally (dosage and frequency not reported) for the peritonitis event. Therapy with vancomycin was eventually discontinued (specific duration of therapy not reported). Four days after admission, the patient was discharged from the hospital. Dianeal therapies were ongoing. At the time of this report, treatment with cefepime was ongoing and the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.